Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory due to infection at the pocket site. The competitor leads were not explanted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.